Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Additionally, it was reported that an unspecified malfunction occurred and the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 248 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.